Event description:
Following the conclusion of a pulmonary vein isolation procedure using an agilis introducer and two fast cath swartz introducers, the pt developed a right groin hematoma. The physician placed two fast cath swartz introducers via the right femoral vein for transseptal access without issue. Near the conclusion of the procedure, one of the fast cath swartz introducers was exchanged for an agilis introducer. Post-procedure, protamine was administered per routine protocol, the fast cath swartz introducer and agilis introducers were removed, and manual pressure was applied to the right groin. Hemostasis had not been achieved 30 mins later and hospital staff reported "arterial-like" bleeding. A femostop device was placed on the pt to establish hemostasis once the pt was in their hospital room. Five units of blood were transfused, requiring an extended admission to the hospital. It was reported the next day the pt had a hematoma in the right groin. The pt was discharged on (B)(6) 2013. There were no performance issues with any sjm device. The physician believes the difficulty achieving hemostasis was due to improper manual pressure at the femoral access site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported hematoma could not be conclusively determined. Per the IFU, hematoma is an inherent risk of the use of this device for cardiac procedures.